Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, no toric marking on lens was reported. Reportedly the lens "did not have a toric marking indicator within the lens itself. He was able to align the lens based on the central holes. However he is concerned that this was indeed a spherical lens that was placed in a toric box". The lens remains implanted. It was also reported that, "the patient is doing well" and "no intervention necessary at this time". The cause of the event was reported as the device. If additional information is received a supplemental medwatch report will be submitted.